Manufacturer narrative:
Device received with missing segments and partial display due to cracked and bleeding lcd glass, unable to perform self-test and displacement test due to missing segments/partial display. Unit had cracked and push in lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states there was a large blank dot as well as had a crack on the display. The customer was assisted with troubleshooting for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.